Event description:
It was reported that during prostate vaporization with a side-firing fiber, the aim beam was observed to be forward-firing. The forward-firing condition was observed when the fiber had accumulated 130,558 joules. The fiber had 'hit' undetected prostate calculi in association with this event. The procedure was completed with a second fiber. Neither the pt nor the end user experienced any injuries as a result of this event.